Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. It was reported that the patient stated that he noticed a white wire coming from his belt, and though maybe he pulled a wire loose as he was experiencing similar symptoms as before. The patient had his settings which are at 0.5 on program 2. The patient is concerned that he can not check for redness or inflamed areas where the leads were placed even with a mirror. The patient also noticed the lead hanging out which he doesn't remember being out a little ways after the procedure. No further complications were reported.